Manufacturer narrative:
(B)(4). Medical products- vngd xp inlk pri tib tray, catalog # 195249, lot # 373020; vgxp intlk fmrl rt, catalog # 195206, lot # 503630; vgxp xp e1 tib brg rm, catalog # 195402, lot # 663070. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05932; 0001825034-2018-05945; 0001825034-2018-05998.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient suffered burning knee pain which was treated with aspiration and an injection. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.